Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged pole clamp cushion. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Additional method code 3372 will also be applicable to this investigation. A visual and functional inspection was performed on the returned device. An event history log review was also performed on the device. The visual inspection verified the damaged pole clamp cushion. The cause of this damage was unable to be determined. The pole clamp cushion was replaced to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.